Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl) and that there was bruising noted at the site. The pod was worn between 49 and 71 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The received device was evaluated and blood was observed on the adhesive pad. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no such issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. A damage was found on the soft cannula. It could not be confirmed when this damage occurred, and it could not be confirmed that this damage would lead to bleeding or bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.